Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. As per clinical, the physician placed a graft tunneled supraclavicular on the innominate and later the impella was unable to pass due to anatomy. The cause of the delivery issue was most likely patient condition related with the pump unable to pass through innominate due to anatomy per clinical.

Event description:
The complainant reported that upon attempting the impella 5.5 delivery, the impella was unable to be implanted due to the anatomy of the patient. The implant was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿